Event description:
Caller states the pt tested 3.0 inr on the coaguchek system and 2.3 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.